Event description:
A type ii diabetic indicated that on or about 9/20/99 her glucometer elite 4 kept reading 244 mg/dl. She indicated that the meter would count down normally but would just give a 244 mg/dl reading. The customer indicated that she passed out and the paramedics were summoned. Upon the paramedics arrival her blood sugar was 87 mg/dl (method unknown). She was taken to the hosp. However, no treatment was given to raise her blood sugar. While on the phone the check strip and normal control results were satisfactory. A request was made to return the elite 4 system for eval.